Event description:
The user facility reported that the patient received an 8 french angio-seal; however, experienced bleeding at the access site after a natural effort 36 hours later. The bleeding occurred days after medical discharge. There was no harm to the patient.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: date unknown. D6b: explanted date: device was not explanted. E3: occupation: head of interv cardiology. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction to section d4: UDI, update section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned sample included an unused and unopened device. The device was unpackaged, and all components were found to have been present, and no damage or issues were identified. Functional testing was performed by attempting to connect and deploy the carrier tube and hemostasis sheath. The device was set to the forward lock and fully rear-locked position, and the anchor was able to deploy and post properly. The device was fully withdrawn, and all internal components were able to deploy. The anchor, suture, and collagen were fully tamped with the tamper tube until the black compaction marker became visible. No issues with device deployment were identified. The complaint was confirmed for a potential bleeding issue postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been patient activity resulting in an issue with closure postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was received on 25jun2024: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. An angiography was performed prior to deployment. There were no problems inserting, deploying or removing the device. The estimated blood loss was 300-400cc's. The patient was stable. No medical products used concomitantly with angio-seal. The patient did not have a history of a bleeding disorder and was not taking daily anticoagulant medications. One puncture with eco to obtain arterial access. Posterior wall of the artery was not punctured. The puncture site was not considered high. The patient received heparin sodium during the procedure. The patient had a large hematoma with pain. A computerized tomography (CT) was performed to diagnose the hemorrhage. The bleeding was treated percutaneous with a stent. The patient had compression until CT.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections a2: age, a3a, a4, a5, a6, b2, b5, b6, d10, h6 health effect - clinical code (e), and h6 health effect - impact code (f).